Event description:
Additional information received from the patient. It was reported that the patient's implantable neurostimulator (ins) in their back hadn't worked right in months and they have not used the equipment. Their pain doctor wanted to remove the ins and implant an ins that didn't require charging and the patient noted that they wouldn't have another ins implanted and that they just wanted the ins removed. The ins had moved closer to their spine (which was determined by their last dexa scan) and they were in so much pain that they could hardly walk. They have so much trouble getting the dexa scans as they couldn't scan where the ins was located, so a different part of their body had to be scanned. They couldn't have an MRI; one place wouldn't perform it at all and another place wouldn't perform the scan because the ins wasn't working.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that it wouldn't work; pss asked the patient (pt) if they were speaking of the controller or the ins and pt stated that they didn't know. Pt stated that the controller would charge to 100% and that the ins would usually go down to 30% and then they would recharge the ins the next day, however the ins battery would be either at 100% or 90% so they ins wouldn't charge. Pt stated that they haven't been able to recharge the ins in months. Pt stated that they were so disgusted with the device that they couldn't stand it anymore. Pt confirmed that there were no error messages appearing while recharging the ins; pt confirmed that they wouldn't have difficulty recharging the ins when the ins would recharge. Pss had the pt use the controller without the rtm to attempt communication with the ins and see if the stimulation was off; pt stated that the controller displayed no device found. Pss had the pt connect the rtm to the controller and attempt to recharge the ins; pt stated that no device found. Pss reviewed the passive recharge mode with the pt and had the pt select recharge instead of try again. Pt then confirmed seeing the normal recharging screen with the controller battery at 100% and the ins battery in the red zone. Pt stated that the ins battery was not depleted before and that theins battery was at 100% and stayed at 100%, so they couldn't recharge the ins. Pt also confirmed that the controller indicated recharging excellent. Pss advised the pt to recharge the ins (fully if possible) and then turn the stimulation on and monitor the equipment/ins battery and call patient services (ps) back if further assistance is needed. Pt stated that they just had a back operation on their right side and that their ins was on their left side; pt stated that they had a vertiflex put in on their right side and that their left side hurt so bad that their right side hurt too. Pt called back with the same concern. Pt stated "it hasn't worked for 6-7 months". Pt explained that the battery levels never seem to go down. The controller is always at 100%, later goes on to explain they always keep the controller plugged into the outlet. Pt stated the stimulator is usually at 100% but seems to never go below 80%. During the call pt was able to start a charging session of the stimulator. Controller battery level indicated 40% and the stimulator was 0%. Agent reviewed how battery level affects stimulation/therapy and battery behavior. Agent recommended pt charge the controller then fully charge the stimulator, and to turn stimulation back on. Agent advised to monitor situation and call back if they need further assistance. Pt stated they "never" got adequate pain relief from the therapy. Pt stated it would take 2 hours to charge her stimulator which caused the pt to have panic attacks because she was so stressed/overwhelmed by recharging. Pt stated they cannot feel the stimulator in the body. Pt stated the mdt reps they worked with before could not feel the stimulator either. Agent advised to discuss the stimulator implant position with the hcp and reviewed how it can affect recharging. Pt stated they would recharge every day "back when it worked". Pt called back repeating information documented in this case regarding the battery levels of the stimulator. Pt said the controller stays at 100% and won't charge the ins at all - pt said today that the ins battery goes to 80% but then doesn't change and clarified they charge to 80% ins charge, but then doesn't increase further. However later in the call, pt said the controller wouldn't work when plugged in, but when they unplugged from the wall, the controller would work for a couple days then not work again when plugged back in. Pss asked pt to clarify and pt said by not working they mean the batteries for the controller and ins would stay at 100% and not move. Pt started a recharge session during the call and reported controller battery 100%, ins battery 70% on excellent. Pt went to the home screen and saw stimulation was off. Pt used the white button to turn stim back on during the call and mentioned they could feel stim working. Pss reviewed stim usage and battery depletion information and asked pt if it was possible stimulation was turned off when they noticed battery stayed at 100%. Pt said they knew how to turn stim on and off and the controller would say stim was on, but stim wouldn't work at all. Pt said they have been without stim for 7 months and had been screaming while walking around their house because their back hurt so bad. Based on what pt described, pss redirected back to hcp/rep to check ins and battery usage in person. Pt also said the reps they had numbers for were all gone. Pt then said they were still trying to recharge, but the light started to go from green to yellow and they were going between good and excellent, even though they didn't move. Pt did not see any damage to rtm or controller port. Pt said they believed the issue was with the controller and they wanted a new controller before meeting with a rep. Pss emailed repair and reps. Pt mentioned they have sent things back to repair many times.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that it wouldn't work; pss asked the patient (pt) if they were speaking of the controller or the ins and pt stated that they didn't know. Pt stated that the controller would charge to 100% and that the ins would usually go down to 30% and then they would recharge the ins the next day, however the ins battery would be either at 100% or 90% so they ins wouldn't charge. Pt stated that they haven't been able to recharge the ins in months. Pt stated that they were so disgusted with the device that they couldn't stand it anymore. Pt confirmed that there were no error messages appearing while recharging the ins; pt confirmed that they wouldn't have difficulty recharging the ins when the ins would recharge. Pss had the pt use the controller without the rtm to attempt communication with the ins and see if the stimulation was off; pt stated that the controller displayed no device found. Pss had the pt connect the rtm to the controller and attempt to recharge the ins; pt stated that no device found. Pss reviewed the passive recharge mode with the pt and had the pt select recharge instead of try again. Pt then confirmed seeing the normal recharging screen with the controller battery at 100% and the ins battery in the red zone. Pt stated that the ins battery was not depleted before and that theins battery was at 100% and stayed at 100%, so they couldn't recharge the ins. Pt also confirmed that the controller indicated recharging excellent. Pss advised the pt to recharge the ins (fully if possible) and then turn the stimulation on and monitor the equipment/ins battery and call patient services (ps) back if further assistance is needed. Pt stated that they just had a back operation on their right side and that their ins was on their left side; pt stated that they had a vertiflex put in on their right side and that their left side hurt so bad that their right side hurt too. Pt called back with the same concern. Pt stated "it hasn't worked for 6-7 months". Pt explained that the battery levels never seem to go down. The controller is always at 100%, later goes on to explain they always keep the controller plugged into the outlet. Pt stated the stimulator is usually at 100% but seems to never go below 80%. During the call pt was able to start a charging session of the stimulator. Controller battery level indicated 40% and the stimulator was 0%. Agent reviewed how battery level affects stimulation/therapy and battery behavior. Agent recommended pt charge the controller then fully charge the stimulator, and to turn stimulation back on. Agent advised to monitor situation and call back if they need further assistance. Pt stated they "never" got adequate pain relief from the therapy. Pt stated it would take 2 hours to charge her stimulator which caused the pt to have panic attacks because she was so stressed/overwhelmed by recharging. Pt stated they cannot feel the stimulator in the body. Pt stated the mdt reps they worked with before could not feel the stimulator either. Agent advised to discuss the stimulator implant position with the hcp and reviewed how it can affect recharging. Pt stated they would recharge every day "back when it worked". Pt called back repeating information documented in this case regarding the battery levels of the stimulator. Pt said the controller stays at 100% and won't charge the ins at all - pt said today that the ins battery goes to 80% but then doesn't change and clarified they charge to 80% ins charge, but then doesn't increase further. However later in the call, pt said the controller wouldn't work when plugged in, but when they unplugged from the wall, the controller would work for a couple days then not work again when plugged back in. Pss asked pt to clarify and pt said by not working they mean the batteries for the controller and ins would stay at 100% and not move. Pt started a recharge session during the call and reported controller battery 100%, ins battery 70% on excellent. Pt went to the home screen and saw stimulation was off. Pt used the white button to turn stim back on during the call and mentioned they could feel stim working. Pss reviewed stim usage and battery depletion information and asked pt if it was possible stimulation was turned off when they noticed battery stayed at 100%. Pt said they knew how to turn stim on and off and the controller would say stim was on, but stim wouldn't work at all. Pt said they have been without stim for 7 months and had been screaming while walking around their house because their back hurt so bad. Based on what pt described, pss redirected back to hcp/rep to check ins and battery usage in person. Pt also said the reps they had numbers for were all gone. Pt then said they were still trying to recharge, but the light started to go from green to yellow and they were going between good and excellent, even though they didn't move. Pt did not see any damage to rtm or controller port. Pt said they believed the issue was with the controller and they wanted a new controller before meeting with a rep. Pss emailed repair and reps. Pt mentioned they have sent things back to repair many times.

Manufacturer narrative:
Concomitant products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.